Event description:
It was reported to vyaire medical that the avea ventilator touch screen was unresponsive during routine use. The unit was used in a classroom setting. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and the unit passed pre checks on arrival. The reported issue was not confirmed. Pm (preventive maintenance) was performed. The pm parts and o2 cell were replaced. New batteries were not placed since according to the customer it is an educational unit and are not unplugged. Annual necessary calibrations were completed and operational verification procedure was done. All parameters meet manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.